Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210657192, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead, ubd: (B)(6) 2019, UDI: (B)(4). Analysis of the lead, model 3889-28, found lead body conductor broken at or near tines (4.2 cm from the distal end). No electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# 0210657192, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead.

Event description:
On (B)(6) 2018 mpxr (B)(4) (for, rep, hcp): information received from a healthcare professional (hcp) via a manufacturer representative reported high impedance that occurred during normal use. It was noted that an impedance measurement with the clinician programmer showed high impedance on all poles above 4000 ohms. It was unknown if any factors led to the event. Interventions were noted as replacement of electrode. The consumer got a planned implant procedure with a second system on the other side to provide bilateral stimulation. During this procedure, the defective electrode on the other side was replaced. The issue was noted as resolved. It was noted that the lead was implanted sometime in (B)(6) 2016. There were no further complications reported and/or anticipated.